Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hypoglycemia and ambulance visit. Lot release records were reviewed and the product lot met all acceptance criteria. My life omnipod insulin management system ¿ user guide, model: ent450 14518-5c-aw rev e 03/16. Checking your blood glucose 7/page 96. Warning: test results below 3.9 mmol/l mean low blood glucose (hypoglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 112 hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm. Living with diabetes 9/page 114 frequent blood glucose checks are the key to avoiding potential problems. Detecting low blood glucose early lets you treat it before it becomes a problem.

Event description:
It was reported that an emergency ambulance had to be called due to a severe hypoglycemia event and that the patient was having convulsion with foam coming out for 45 minutes. There were no manual injection of insulin given by the patient or physical activity in that hour before the incident. There were no further information regarding the ambulance visit or to the patient¿s treatment.

Manufacturer narrative:
The returned device was evaluated. Fluid and corrosion was observed within the device. The piezo plug and piezo switch was found to have been punctured and disabled. A leak test was performed and no issues were observed that would result in fluid leaking internally. The bottom housing vent was installed correctly. The housing vent maintains equal atmospheric pressure outside and inside the pod which prevents the over delivery of insulin. Due to the issues noted, the download data could not be retrieved and it could not be determined if there were drive issues during use. A conclusive root cause could not be determined for the reported events.